Event description:
Drug/diluent: not applicable. Fill volume: unknown. Flow rate: unknown. Procedure: total knee replacement. Cathplace: left knee., (2026095-2013-00132/13-00757). Additional information received (B)(4) 2013: at this time the hospital decided not to return the suspect catheter. At this time, the risk manager is attempting to obtain photographs of the suspect catheter. Reference (B)(4).

Manufacturer narrative:
Method: the suspect catheter will not be returned for an evaluation and investigation. Results: the lot and model numbers were not received; therefore, I-flow cannot review the device history records (DHR). Conclusions: a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.